Manufacturer narrative:
Manufacturer evaluation of the instrument logs provided showed that bottle 5 (ethanol) was not in contact with the corresponding sensor for approximately four (4) seconds at 06:02am on (B)(6) 2019, which is not sufficient time to replace the reagent; and the station properties were reset at 06:57am on (B)(6) 2019. At 06:57am on (B)(6) 2019, a user affirmed in the instrument software that the ethanol concentration in bottle 5 was to be set to the default concentration of 100%. Based on the information provided, the tissue samples exhibiting sub-optimal tissue processing are derived from the "megablock" protocol comprising 103 cassettes, which started in retort a at 17:43pm on (B)(6) 2019 and completed at 09:45am on (B)(6) 2019. Although the user affirmed in the instrument software that the reagent concentration in bottles 5 (ethanol) was to be set to the default value of 100% at 06:57am on (B)(6) 2019, the actual concentration of the reagent in bottle 5 remained unchanged at 61% because the bottle had been removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 5 (ethanol) was used for the final dehydration step of the "megablock" protocol started in retort a at 17:43pm on (B)(6) 2019, from which sub-optimal tissue processing was identified. The root cause of the sub-optimal tissue processing identified from the "megablock" protocol started in retort a at 17:43pm on (B)(6) 2019, was a use error, which occurred between 06:02am and 06:57am on (B)(6) 2019. The facts indicate that manual replacement of the reagent in bottle 5 was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." The station properties for bottles 3 to 14 inclusive; and all four (4) wax baths were reset between 15:16pm and 16:01pm on (B)(6) 2019, which was following completion of the "megablock" protocol started in retort a at 17:43pm on (B)(6) 2019, from which sub-optimal tissue processing was identified. The was no evidence of a use error in manual replacement of these reagents. The "next batch of blocks to be processed also came out horribly processed" as reported by the complainant is derived from the "megablock" protocol comprising 130 cassettes, which started in retort a at 17:42pm on (B)(6) 2019 and completed at 09:45am on (B)(6) 2019; and the "megablock" protocol comprising 60 cassettes, which started in retort b at 17:47pm on (B)(6) 2019 and completed at 11:14am on (B)(6) 2019. The root cause of the sub-optimal tissue processing identified from the "megablock" protocol started in retort a at 17:42pm on (B)(6) 2019; and the megablock" protocol started in retort b at 17:47pm on (B)(6) 2019, could not be determined from the could not be determined from the information available.

Event description:
On (B)(6) 2019, leica biosystems received the following complaint: "we had a batch of blocks come through that were woefully under-processed and there appeared to be xylene in the wax baths from the smell of it. We assumed the reagents had become prematurely saturated through repeated processing of fatty material, changed the reagents and proceeded as normal. There were no error messages. There was nothing adverse recorded in the log since (B)(6). The next batch of blocks to be processed also came out horribly processed and despite the reagents all being fresh the wax smelt of xylene again. There have been no changes to the protocols on the display unit and the reagent levels all appear to be consistent and full". On (B)(4) 2019, leica biosystems (B)(4) received information from the leica account manager that: "they confirmed that at present all re-processed tissue is reportable". On 13 february 2019, a leica field service engineer (fse) visited the customer site in order the assess the operation and function of the instrument. The fse documented that: "there were bubbles coming into wax bath 2" during the wax valve leakage test for retort a. The fse replaced both retort a valves (reagent and wax); and performed minimum verification tests, for which all results were satisfactory. The fse also cleaned the wax bath(s) and the wax lines for retort a; and replaced the wax in wax bath 2.